Event description:
It was reported that a patient underwent a laparoscopic assisted vaginal hysterectomy on (B)(6) 2013. During the procedure, the device stopped working. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatches 2210968-2013-04292, 2210968-2013-04294, and 2210968-2013-04295. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.